Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the heavily calcified proximal right coronary artery (rca). After a 2.5x12mm synergy stent was placed to the distal portion of the lesion, a 3.00x12mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but device was unable to cross the lesion. The physician pulled the stent delivery system back, however, the stent came off the balloon. Multiple attempts were done to retrieve the dislodged stent using a small balloon but physician was unsuccessful. The physician was not able to get another stent down to crush the dislodged stent. The dislodged stent appeared to be stuck on a piece of calcium in proximal rca and the physician felt that the stent would not dislodge from where it was. The patient became unstable during the procedure but later on the patient's condition stabilized. The procedure took over two hours before it was completed. No further patient complications were reported.